Event description:
At 10:00 am physician began removing venous cannula from heart of pt undergoing open heart surgery. When the cannula came out the tip of the cannula (4" long) was not attached. It was still in the heart. Physician was able to extract 4" end of cannula by hand. No apparent harm to pt.